Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had incorrectly submitted an alert through merlin stating the device battery had depleted faster than expected. A follow-up examination found the battery longevity to be normal. No intervention was necessary. No patient symptoms were detected.